Event description:
Acclarent was informed of an event that occurred during a procedure in which acclarent spin balloon sinuplasty system was used. After the physician performed a bilateral frontal and maxillary balloon sinus procedure the physician was about to perform a sphenoid sinus procedure when the pt reportedly stopped breathing. The physician administered CPR for 15 minutes then transferred the pt to the hosp where the pt subsequently expired. The procedure was reported to have been performed under monitored conscious sedation using propofol IV with an anesthesiologist present in the treatment room. The anesthesiologist reported that the pacemaker was not functioning properly and the pt was anesthesia risk 3.

Manufacturer narrative:
The device referenced in this report was discarded and was not available for eval. The physician reported having no difficulties in using the acclarent device during or after the procedure. Both the physician and anesthesiologist stated that the arrest and subsequent death was unrelated to the acclarent devices used during the procedure. A supplemental report will be submitted if add'l info is received and acclarent will continue to monitor this phenomenon for trending purposes.